Event description:
A patient was on a high flow nasal cannula with fisher-paykel humidifier/heater. The heater was alarming 28.6 degrees celsius. (Chamber temperature 32 degrees c.) The respiratory therapist felt the breathing circuit and it was hot to the touch. The heated wire circuit had melted and wires were protruding from the circuit in several areas. The patient was placed on nasal cannula o2 at 2 l/m. The equipment was removed. The therapist tried to set up again with all new heater, probes, and circuit. This overheated when putting on patient also.